Manufacturer narrative:
The insulin pump passed displacement test. However, unable to perform basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked end cap. The device had cracked case at display window corners, display window, reservoir tube, reservoir tube window, and battery tube threads. The device also had broken reservoir tube lip, minor scratched lcd window, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump fell apart while she was trying to prime it. Her blood glucose was 420mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.